Event description:
The customer reported that the system displayed a generator error when attempting to perform fluoroscopy. The system shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.